Manufacturer narrative:
Correction: section b1, b2 and h1: the report type for this event should be a "malfunction", instead of a "serious injury". Unchecked "adverse event" and "required intervention to prevent permanent impairment/damage (devices) " for b1 and b2 sections.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited high capture threshold measurements. X-ray confirmed the lead dislodgement. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.